Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8575, lot# n147939, implanted: (B)(6) 2008, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
The week prior to this report, the patient had ¿a high fever and other illnesses going on¿. The patient was in the ICU (intensive care unit) for a couple of days. The patient had an MRI, CT, and other head scans to determine the cause. Since then the patient had been ¿jittery and tingly¿ and feeling really shaky. The patient¿s wife was told by the ER (emergency room) physician that the pump should resume function after the MRI, but the nurse they talked to was concerned that it wasn¿t checked. The patient was traveling and was trying to find a physician that could check the pump. The patient had an upcoming appointment after they returned home to discuss pump replacement. The pump was interrogated and the pump was critically alarming. The pump had reached eos (end of service) on (B)(6) 2015. It appeared that the eos was missed. The patient was in the ER with withdrawal. The patient status was reported as ¿alive-with injury¿; with the injury noted as being ¿patient feels shaky¿. The device system was delivering clonidine, bupivacaine, and morphine. On (B)(6) 2015, the hcp (healthcare provider) reported that patient¿s symptoms the week prior to (B)(6) 2015 were related to the pump reaching eos. When a new person in the office had called the patient to schedule the normal pump replacement surgery, the patient¿s wife asked if the surgery could be scheduled at the end of the month, as the patient would be out of the state. The new office person had told her that it was fine because at the time, the new person did not know that the pump would just shut off once the eos date was reached. When the patient called them about the issue, the patient was advised to go directly to the ER as it appeared that the patient was in withdrawal. The ER was able to stabilize the patient and give him enough oral medication to get back to (B)(6). The pump was replaced on (B)(6) 2015. The patient was doing well.